Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was unknown. The customer was assisted with clearing the alarm and rewinding the pump. Assistance was provided by helping the customer prime the air bubbles out of the tubing. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.